Manufacturer narrative:
The device was returned for investigation on (B)(4). There was confusion by the hospital staff regarding when the device was used and by whom, but after several conversations between the distributor and hosp, it was determined that the device was used by a general surgeon, although the surgery was not identified. The surgeon reported that "the metal stent [sic] disengaged before being activated, leaving the bag open and functionless in the abdomen. A new bag had to be used at no time was the pt in any danger." The investigation showed that the metal arms had been removed from the bag channel. To accomplish this, the button would have had to be depressed, thus releasing the toggle, while handling the device. Pulling the bag into the tube to prepare it for insertion into the trocar at this point would have disengaged the arms from the bag. Since it was reported that the arms became disengaged from the bag while in the abdomen, then the button would have had to be depressed after insertion of the tube into the trocar and the handle pulled back, thus deploying the bag. This would have left the bag unsupported and functionless, as reported. No issues were reported during packaging and cartooning of the devices; all product is 100% inspected at both steps of the process. The cause can be directly attributable to user error.

Event description:
This event was reported by the user facility through form FDA 3500. MFR became aware of the issue on (B)(6) 2011. As reported by the facility: "device malfunction - the device did not do what it was supposed to do." No other info was provided.